Event description:
The angiography catheter was removed from the package and it was noted by the cardiologist that a small (approx 0.1 cm) fragment of "plastic" attached to the distal tip of the catheter. The fragment appeared to be the same color/material of the catheter. The catheter was removed from the field and replaced.